Manufacturer narrative:
Upon inspection and testing of the device, the foreign material was a solid material whose origin could not be identified, and the material could not be removed. The foreign material was suspected to be due to insufficient cleaning of the device. The reported issues (bending issue, water flow issue) were confirmed. It was observed the bending angle in all directions was out of specification and the air/water supply was insufficient due to the clogged nozzle. In addition, service found the light guide rod lens was chipped, the plastic distal end cover was scratched, the adhesive on the bending section cover was separated, and the universal cord was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was exhibiting water flow issues through the auxiliary water channel, and bending was problematic. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation of the device (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the type and cause of the foreign material could not be identified. It is likely that the material was not completely removed even though the user reprocessed the device in accordance with instructions for use (IFU). The specific root cause could not be determined at this time. The user may detect the event properly by handling device in accordance with the IFU: ¿preparation and inspection inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function". The following information is stated regarding reprocessing in the IFU: ¿precleaning the endoscope and accessories : warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories. Flush the air/water channel with detergent solution¿ olympus will continue to monitor field performance for this device.